Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: x-ray picture review: the received picture confirm the issue as per event description that the distal bone spacer shown some fracture lines ; the complaint therefore has been determined to be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent anterior cervical discectomy and fusion (acdf) surgery and was implanted with two (2) advanced acf spacers. At a follow up appointment on (B)(6) 2021, one (1) spacer was found to have fractured in the patient. No revision surgery is required at the moment. There is no further information available. Concomitant devices reported: advanced acf spacer/convex (part#: 017807; lot# unknown; quantity: 1) dbx putty 0.5cc (part # 038005, lot # 035180616911520173, quantity # 1). This report is for one (1) advanced acf spacer/convex. This is report 1 of 1 for (B)(4).